Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the last couple months the patient was having an issue with the device programming. Patient stated they get shocking and pain when they turn into certain positions and the stimulation will jump and they are not changing the setting. Patient services (ps) assisted the patient with navigating the controller to check the adaptive stim feature and controller showed ins 90%, controller 50%, group a, p1 @3.1v, p2@ 6.7v with adaptive stim on. Patient stated they had increase the stimulation to 6.7v to get relief in the last couple months. Patient stated they do not use therapy all the time. Ps reviewed how to navigate controller to check position. Ps observed there maybe confusion with turning therapy on/off and turning adaptive stim on/off. Ps reviewed therapy on/off button meaning and adaptive stim icon meaning. Ps confirmed patient did not have falls or trauma. Ps reviewed adaptive stim function and device function and recommend the patient consult with the hcp for next steps. Patient stated they did not have an hcp cu rrently for scs therapy but they work with one and will find out if the hcp will take them on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient also reported its taking a long time to charge the ins, and finding the ins. Patient reported it used to take 1hr to charge ins, and now its taking twice as long and the controller screen goes blank with no flashing green light when recharging the ins and they would have to restart the recharging process. Patient services (ps) asked patient inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated there is no damage and rtm does not get hot. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Concomitant products: product ID: 97755, serial# (B)(4), product type: recharger. Event date is approximate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.